Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Manufacturer narrative:
An event regarding an insert exchange after a fall involving a triathlon ps insert was reported. The event was confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: medical review of the records provided indicated that there is no evidence that this patient¿s clinical problems with soft tissue balance and wound problems were related to factors of faulty component design, manufacturing or materials. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: it was reported that the patient experienced a fall suffered a wound to the knee. The surgeon performed a wash out to clean the wound and exchanged the insert component as part of the washout procedure. The insert was most likely exchanged as good surgical practice while the washout procedure was being performed. Medical review of this case stated that there is no evidence this event is device related.

Event description:
It was reported patient fell and had open wound, doctor did irrigation & debridement and poly swap.

Event description:
It was reported patient fell and had open wound, doctor did irrigation & debridement and poly swap.